Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test and self test. The device was monitored for 2days and functioning properly. The unit was programmed 2.0 u/hr basal rate and bolus 2.0 delivery. All were delivered and completely recorded. No daily total anomaly noted. The device basal was monitored and no missing basal rate anomaly noted. The unit was received with cracked reservoir tube lip.

Event description:
It was reported that the basal rate was deleted from the insulin pump. Customer stated that this has occurred several times. No alarm was visible in the alarm history. Self test was performed and passed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.